Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number - (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient experienced diffuse lamellar keratitis (dlk) stage IV. Prednisolone acetate eye drops were used for treatment for about one month and now has stopped. Patient experienced loss of best corrected visual acuity (bcva) bcva:20/20, post-op 2/20 patient is recovering now. Physician reported the patient did not go to hospital for follow up on-time which caused delay in treatment when symptom occurred on early stage. A flap lift and rinse was not performed.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure was identified. Corrected data: in the initial report, the device manufacture date provided (06/03/2011) was incorrect. The correct date of manufacture is 06/29/2011 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.